Event description:
A report was received that the stimulator was causing irritation to the patient. A review of x-ray revealed no issue with the placement and there has been no migration. The physician believed that it was just a neurological or mechanical issue. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn as they were kept by the medical facility. Additional information received that the patients device was not working.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the stimulator was causing irritation to the patient. A review of x-ray revealed no issue with the placement and there has been no migration. The physician believed that it was just a neurological or mechanical issue. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the stimulator was causing irritation to the patient. A review of x-ray revealed no issue with the placement and there has been no migration. The physician believed that it was just a neurological or mechanical issue. The patient will undergo an explant procedure.